Manufacturer narrative:
Follow-up #1 date of submission 06/18/2015-product analysis:the device was returned and evaluated by product analysis on 06/04/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. The display functioned per specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.